Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 on an unknown sample. The consumer reported a positive result with their doctor on (B)(6) 2025. The consumer stated being asymptomatic. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
Device evaluation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 898552 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 898552, test base part number 195-430wjr/ lot 898552. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 898552 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the patient sample.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 on an unknown sample. The consumer reported a positive result with their doctor on (B)(6) 2025. The consumer stated being asymptomatic. Although requested, no additional information including patient treatment and outcome was provided.